Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date monitor: 09/05/2014, electrode belt: 04/26/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away wearing the lifevest. The patient's friend was with the patient at the time of passing. The patient was reportedly conscious when the events began but not feeling well. Ems was contacted and the patient reported performing resuscitation efforts. It is unclear when the patient became unconscious or if the patient passed away at the patient's apartment or in the ambulance on the way to the hospital. Review of the downloaded data indicates that the patient first experienced bradycardia from 10-30bpm around 12:42:20. An arrhythmia (vt) was detected from 18:44:08 to 18:45:30. However, the vt rate varied between 110 and 160 bpm. The patient's programmed vt threshold was 150bpm. No treatment was delivered during this time as the device could not establish confidence due to the varying heart rate. An arrhythmia was again detected at 18:50:22. A 150j shock was delivered for vt at 220bpm at 18:50:57. The post-shock rhythm was sinus rhythm at 100bpm. An additional shock was delivered approximately 10 minutes later during an idioventricular rhythm at 100bpm. Intermittent cardiac activity contributed to the detection. The post-shock rhythm was intermittent cardiac activity. A non-treatable rhythm was detected at 19:00:20 and the patient reportedly passed at 19:30:00.